Manufacturer narrative:
Internal complaint reference (B)(4).

Event description:
It was reported that. After a procedure, the scrub tech noticed the trial femoral head 36 xs/-3 had a piece fall out of it. This happened after use in patient. One of the four tines on the inside of the trial head broke off. All pieces accounted for it did not cause a surgical delay. Patient was not injured as consequence of this problem.

Manufacturer narrative:
H3, h6: it was reported that after a procedure, the tech noticed that the trial femoral head 36 xs/-3 had a piece fall out of it. This happened after use in the patient. The complaint device, used in treatment, was returned for investigation. The reported issue could be confirmed upon visual inspection. One of the four flaps is observed to be fractured. A review of the batch record revealed no deviations from the standard manufacturing process that could have contributed to the reported issue. A review of the complaint history revealed no additional complaint for the batch in question. A review of the risk management documentation verifies the failure mode and severity of the reported issue. Review of past corrective actions was performed. No further escalation is required. The performance of the device is within the risks that are anticipated in the risk management documentation of the product. Previous investigations demonstrated that the trial femoral head may disconnect from the stem taper intra-operatively and flaps might break off. In combination with our continuous effort to improve our products, evaluations aimed at optimizing this instrument have been initiated. The performance of the device is nonetheless within the risks, which are anticipated in the risk management documentation of the product, both in occurrence and severity. The continued performance of the device shall be monitored through standard post market surveillance review processes. The reported failure mode of a flap breakage can be confirmed, the root cause is attributed to a insufficient design specification. S+n will continue to monitor these devices for similar issues.

Manufacturer narrative:
H3, h6: it was reported that after a procedure, the tech noticed that the trial femoral head 36 xs/-3 had a piece fall out of it. This happened after use in the patient. One of the four flaps on the inside of the trial head broke off. All pieces accounted for it did not cause a surgical delay. Patient was not injured as consequence of this problem. The device intended for use in treatment was not returned for investigation. An evaluation of the complained device could therefore not be conducted, and the reported failure mode could not independently be confirmed. A review of the complaint history revealed no additional complaint for the batch in question. A review of the batch record revealed no deviations from the standard manufacturing process that could have contributed to the reported issue. Based on available information, the reported failure mode could not be confirmed. A relationship between the reported event and the device cannot be confirmed. There is no indication that the reported device failed to meet manufacturing specifications upon release for distribution. Due to insufficient information it is not possible to speculate about factors which could have contributed to the reported event. The root cause stays undetermined after investigation. The need for corrective action is not indicated. Nevertheless, smith + nephew will continue to monitor this device for similar issues. This complaint will be reopened should additional information or the device be received.